Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be replicated. Device manufacturing date is unavailable.

Event description:
Medtronic received information that, while outside of a procedure, image acquisitions on the viewing station of the imaging system displayed artifacts for both 2d and 3d images. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Device manufacturing date was updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. Testing revealed that the system passed all tests and is functioning normally. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.